Event description:
It was reported that the customer's glucose level dropped and the paramedics were called at the school and treated her with a glucagon shot. It was stated that the customer had unexplained low glucose for two days. During the call, the mother also mentioned that the customer was hospitalized due to high blood glucose and sinus infection. Troubleshooting was performed. The reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the device was not exposed to an MRI. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.